Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided, review of the device history record did not produce any findings relevant to this report. Additionally, sterile devices are expected to be returned. A representative sample will be evaluated and findings will be reported.

Event description:
Device malfunction: failure to deploy/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a moderately calcified common femoral artery after an unspecified procedure. Reportedly, the device would not complete the third click and the vessel locator button stayed depressed. The physician attempted to remove the device from the tissue track but it became stuck. The physician manipulated the device by pressing the device buttons in an effort to get it removed. Hemostasis was achieved with manual compression. Though requested, no additional information available.